Event description:
Pt reported that a side by side comparison between their ss meter and a hcp meter using the same finger stick was 39 mg/dl (ss) vs 245 mg/dl (hcp), respectively (84% difference). No symptoms were reported. Control test result (112) was in range (94-147). Lsf rep reviewed qc procedures with pt. There was no allegation of harm.